Manufacturer narrative:
Per additional information received from the customer, the medical device lot #, medical device expiration date, and device manufacture date have been updated. The following information has been updated: medical device lot#: 9024656 medical device expiration date: 2020-02-29 device manufacture date: 2019-01-24.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced the stopper popping out of the tube after use. The following information was provided by the initial reporter: material no. 367986 batch no. Unknown per phone call -the cap came off the tube after placed in a transport bag. Other specimens were contaminated. Date of event: (B)(6) 2019 - no patient identifiers.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced the stopper popping out of the tube after use. The following information was provided by the initial reporter: material no. 367986 batch no. Unknown per phone call -the cap came off the tube after placed in a transport bag. Other specimens were contaminated. Date of event: (B)(6), 2019 - no patient identifiers.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced the stopper popping out of the tube after use. The following information was provided by the initial reporter: material no. 367986, batch no. Unknown. Per phone call -the cap came off the tube after placed in a transport bag. Other specimens were contaminated. Date of event: (B)(6) 2019 - no patient identifiers.